Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel with a bend of between >45 and <90 degrees. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no complications reported and the patient status was stable.